Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed exposed and frayed wires on the power supply. The backplate of the device was removed and a golden power supply was connected. The unit was powered on with no issues observed.

Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply of the device. The power supply was replaced and there were no adverse consequences reported by the patient.